Manufacturer narrative:
Date of event and therapy date are estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2021-16551. It was reported that the patient experienced ineffective therapy. Reprogramming was unable to resolve the issue. As a result, surgery occurred in which the leads were explanted and replaced, which resolved the issue.